Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire was unable to be manipulated within the sheath. There was no patient harm or adverse event reported.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire was unable to be manipulated within the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The guide wire and sheath were not returned for evaluation. A kink was found on the inner lumen within the membrane approximately cm and 19.3cm from the iab tip. Since the guide wire and sheath were not returned for evaluation. The reported failure cannot be confirmed and cannot determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).